Event description:
The ring on the CT scanner that holds the mylar window in place, was pulled into the gantry. The ring was caught on the localizer light assembly and pulled around the pt and the table. The pt was not injured. Emergency procedures were implemented to prevent injury.